Manufacturer narrative:
The reported event of material integrity problem was not confirmed. As received, a complete lead was returned in one piece for analysis. A visual examination was performed and it was found that one tine to be missing cut off which is consistent with procedural damage. Visual and x-ray examination did not find any other anomalies. Correction - b5 - event description has been updated.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead was found to be damaged. The atrial lead was not used and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead's helix was found to be damaged. The atrial lead was not used and replaced. The patient was in stable condition.